Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 6.2 pocket e4 and main drawer 6.1 got stuck and tower door light off, which located on s ltb. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) removed cubie pockets from half height drawer and replaced drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.